Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window. The device passed the functional test including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No prime anomaly noted.

Event description:
Customer reports she has experienced low blood glucose due to over delivery. Customer treated low blood glucose with glucose tabs and food. After customer went unconscious, she was treated with dextrose. Customer states she went to the emergency room with blood glucose of 17 mg/dl. Customer states she was unconscious and was then hospitalized on (B)(6) 2014 with blood glucose of 20 mg/dl. Customer believes that her basal rate setting were too high. Customer states that insulin continued to drip after letting go of act button and continued to drip after motor stopped during priming process. Troubleshooting was done and customer was advised that insulin pump would need to be replaced. No further information provided.